Event description:
Immediate withdrawal; I originally started smelling and tasting medication; 24 hours later my pain pump obviously stalled/quit and I was thrown into extreme withdrawals. They lasted 27 hour's before my pump started working again. This is the second time this has happened. No alarms went off. The first time I went immediately to my pain management dr's office. Medtronic was there and scanned my pump and said there was nothing showing up on the readings. 4 day's later I had a dye test which all showed fine on that. Obviously the pump hasn't alarmed both times this has happened. I have a recalled pump that I just found out about myself. I was never notified or told anything by my pm dr. I have a appointment scheduled to discuss removing the pump completely. FDA safety report ID# (B)(4).